Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that they met with a manufacturing representative (rep) to try and adjust stimulation. They stated that they were changed to a different program that doesn't use adaptive stimulation. The patient plans to meet with a rep again and get adaptative stimulation back.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator for spinal cord stimulation experienced issues with the device acting "screwy." The patient noted that when the therapy setting was increased above 4.2, significant back pain occurred, and difficulty getting out of bed was experienced if the setting remained elevated for too long. The patient attempted to adjust the therapy settings back down to 3.2, but observed that the settings were not adjusting properly and remained above 4.0. The patient confirmed that adaptive stimulation was enabled and noticed that the therapy intensity varied with changes in position, such as standing or sitting/reclining, but did not adjust as expected. Troubleshooting steps were taken, including adjusting the therapy settings, but the issue was not resolved. The patient was redirected to their healthcare provider for further assistance. The reason for call was patient reported they were having programming issues. Patient stated they met with their representative last month to make some programming changes and the adaptive wasn't working last time so they wanted to move it to a different type of stimulation where it doesn't need adaptive. Patient mentioned that they would get shocked in their sleep and their settings would go higher in adaptive stim without their knowledge. Patient noted that they asked to meet with the rep on thursday at their doctorsoffice about the controller and their cycling programming being turned off because it hasn't been better. Patient stated that when they lay down they have to turn the settings down and then when they get up they want their old settings back and how they used to be. Patient reported that they sent a message to the rep yesterday about the appointment because they only see their doctor once a month and don't want to have to wait; patient added they noticed all of this due to their pain. On (B)(6) 2025 the rep reported they followed up with the patient recently and reprogrammed the device but the patient did not mention shocking to them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that the adaptive stimulation was not programmed correctly. The patient felt stimulation higher in certain positions than others. Problem was resolved by discontinuing use of adaptivstim. Hcp was notified.